Event description:
On 05/08/2001, the facility's materials mgr director informed the MFR's sales rep of the following: the or returned the device to the materials management dept with a note that states, device did not function properly:. Or pulled another device from stock and used it for the pt.